Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
One day post procedure the patient suffered a minor stroke with lacunar infarction in the right cerebellar hemisphere and in the vermis cerebelli in the territory of the treated vessel (basilar artery). The stroke resolved with residual sequelae of latent right hemiparesis and a limping gait.

Event description:
One day post procedure the patient suffered a minor stroke with lacunar infarction in the right cerebellar hemisphere and in the vermis cerebelli in the territory of the treated vessel (basilar artery). The stroke resolved with residual sequelae of latent right hemiparesis and a limping gait.